Event description:
Information was received from a consumer who reported deep brain stimulation was turned off a long time ago because the wires weren¿t working.

Manufacturer narrative:
Section d10 references: product ID 748251 lot# serial# (B)(6)implanted: (B)(6)2005- product type extension product ID 3058 lot# serial# (B)(6)implanted: (B)(6)2018product type implantable neurostimulator product ID 3389-40 lot# j0555258v serial# implanted: (B)(6)2005 product type lead product ID 3889-28 lot# va1q5ty serial# implanted: (B)(6)2018 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 748251, serial/lot #: (B)(6), ubd: 24-aug-2009, UDI#: (B)(4); product ID: 3389-40, serial/lot #: (B)(6), ubd: 19-sep-2009, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.